Event description:
A customer reported to beckman coulter (bec) a leak inside the coulter act diff analyzer. The volume of the leak was not specified by the customer and the leak was not contained within the instrument. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated in connection to this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found that the sweep flow restrictor tubing popped off the diluent reservoir. The sweep flow restrictor tubing provides diluent to the red blood cell (rbc) aperture. The fse reattached the tubing and the leak was fixed. The fse verified the repairs per established procedures. The cause of the leak was that the sweep flow restrictor tubing popped off the diluent reservoir. (B)(4).